Manufacturer narrative:
(B)(4).

Event description:
Procedure: hysterectomy. According to the reporter: the stitch dislodged from jaws twice. The device was passed back into the abdomen with the reloaded needle, a pass was attempted one time and the needle dislodged again. The device was removed from the cavity and the needle was retrieved.

Manufacturer narrative:
(B)(4)